Event description:
It was reported to philips that the system could not start up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) checked the system onsite and found that the host pc could not boot up automatically. Further investigation revealed that the battery output was 1v, which is significantly below the required level. The fse replaced the bios battery. Following replacement, the system was returned to good working order. The codes have been updated based on the investigation's outcome.